Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found the yaw pulley to be broken and missing .065 x .157 piece. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. No other damage found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Recurrence of the observed failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. In addition, no adverse event or incident was alleged to have occurred. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that during a da vinci hysterectomy procedure, small piece of plastic broke off the fenestrated bipolar forceps instrument and fell into the patient's cavity, the surgeon retrieved the broken piece laparoscopically. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.